Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the troubleshooting included the patient was seen for an office visit and pump refill on (B)(6) 2016. It was reported that the patient is unable to have a catheter replacement because the patient cannot come off his blood thinner that he takes for a coronary condition. The cause of the blocked catheter was not determined and the issue was not resolved. The patient was prescribed oral analgesics in addition to the pump medication.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient had worsening back pain. The reporter stated that soon the patient would not be able to walk because the pain was so bad. Last year the physician did a dye study and determined that the catheter was blocked. The reporter questioned where the drug was going as at the refills they aspirate a small amount from the reservoir as usual. The reporter stated that maybe the medication going somewhere in the patient's body was causing the patient constipation as she had to give the patient an enema at least 2x a week. They were meeting with the physician the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.